Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that following angioplasty with subject balloon (6.0 atm/ 60 sec.) In the lesion of the left internal carotid artery (ica) cavernous portion, carotid cavernous fistula (ccf) was observed. The lesion in the left ica was calcified (lesion length:4.0 mm and stenosis rate: 80.0%). During the procedure vessel dissection occurred near the treated lesion due to the balloon catheter. The bleeding from the dissection point flowed into the cavernous sinus and caused the ccf. To stop the bleeding into cavernous sinus, pta with the subject balloon was performed again (5.0 atm / 60 sec.) And stent was properly deployed at the intended position. It was confirmed with the physician that there was no allegation against the balloon catheter and the balloon catheter performed as intended. Patient was reported to have modified rankin scale (mrs) 2(before and after procedure). The patient current condition was reported to be stable.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection, patient fistula, and patient hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following angioplasty with subject balloon (6.0 atm/ 60 sec.) In the lesion of the left internal carotid artery (ica) cavernous portion, carotid cavernous fistula (ccf) was observed. The lesion in the left ica was calcified (lesion length:4.0 mm and stenosis rate: 80.0%). During the procedure vessel dissection occurred near the treated lesion due to the balloon catheter. The bleeding from the dissection point flowed into the cavernous sinus and caused the ccf. To stop the bleeding into cavernous sinus, pta with the subject balloon was performed again (5.0 atm / 60 sec.) And stent was properly deployed at the intended position. It was confirmed with the physician that there was no allegation against the balloon catheter and the balloon catheter performed as intended. Patient was reported to have modified rankin scale (mrs) 2(before and after procedure). The patient current condition was reported to be stable.